Event description:
Customer reported telemetry patients were randomly going to no comm. There was no reported pt injury. Investigation/conclusion: ge medical systems's investigation into the reported complaint is ongoing.